Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 type of investigation additional h6 investigation findings c22 photo analysis additional h6 component code g07002 no device returned. Additional h6 investigation conclusions.

Event description:
It was reported that patient underwent a hysterectomy on (B)(6) 2024, and suture was used. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for the surgery. Changed to another one to complete the surgery. There is no report of patient injury. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, please provide the lot number. Investigation summary the product was returned to ethicon for evaluation. The returned sample revealed that it was received one detached needle and suture that pertained to product code vcp352h. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. In addition, a photo was provided showing a labeled winding former with a detached needle and suture inside the bag. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history review the manufacturing records could not be reviewed as the batch/lot number is unknown.